Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device could not fire after fired one third. Several staples were deployed but malformed and the device did not cut the tissue. Another like device was used to complete the procedure. The sales checked the device after the surgery and found that the firing trigger and the closure trigger could not be separated completely. It was reported that there was no clip or hard obstruction in the jaws. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l54014. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).